Manufacturer narrative:
Zimmer biomet complaint # (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown screw, catalog number ni. Lot number ni. Report source: (B)(6).

Event description:
It was reported that while attempting to insert a screw, the screw fractured halfway into the bone. The fractured portion of the screw was not removed and remained in the bone.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was conducted on the screws and each show heavy wear. The screws have each fractured where the screw head meets the screw body. The DHR was reviewed and there were no nonconformances found. There are no indications of manufacturing defects. For this part (95-6104) and the previous one year (from the notification date) regarding the fracturing of this screw, there is a complaint rate of 0.01% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause is excessive force was applied beyond what the screws are designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.